Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor, front cover, rear case, left handle, left iui connector, shaft seal, barrel clamp, latch module, and lens indicator. Performed calibration. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 22dec2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the preventive maintenance performed on the device failed pac. The biomed was unable to calibrate pressures. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the preventive maintenance performed on the device failed pac. The biomed was unable to calibrate pressures. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance performed on the device failed pac. The biomed was unable to calibrate pressures. No additional information was provided. There was no patient involvement.